Manufacturer narrative:
The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges. In the provided alarm trace, there is a high number of sample-related alarms in march for sample clot and sample foam; this is consistent with poor pre-analytical handling. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The cobas 8000 e 801 module serial number (B)(6). The qc was in range before the event occurred. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas 8000 e 801 module for two patients. Patient 1's initial result was 18 pg/ml, and the repeat result was <5 pg/ml. Patient 2's initial result was 1738 pg/ml, and the repeat result was 84 pg/ml.